Event description:
It was reported that the pump had sounded a critical alarm. The patient¿s son had been hearing it for approximately one week but the patient was hard of hearing and could not say how long it had been going off for. Telemetry had not yet been performed. The pump was set for an alarm date of (B)(6) 2015 as the patient was to have the pump refilled on (B)(6) 2015 but she did not feel well and did not go to the appointment. The patient decided she did not want to go and have her pump refilled anymore and let the pump run dry. The patient did have an appointment ¿this coming thursday¿ to have the pump filled because the patient had told the son it was not a very good decision to not fill the pump. The son had tried to reach the physician¿s office to see about getting help for the patient but was told the patient needed to wait until the thursday appointment. The patient had run out of all her oral medications and was trying to reach the physician to get them refilled. On approximately (B)(6) 2015 the patient started to experience severe pain and muscles spasms. Three days later she also experienced a bad headache and nausea. This device system delivered morphine and baclofen. Additional information was requested to clarify troubleshooting, resolution, and the patient¿s current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).